Manufacturer narrative:
The customer provided sample a, sample b, sample c, the h232 instrument, and test strips for investigation. No physical abnormalities were noted. Routine retention testing of lot 35654410 was compared to the master lot with the 3 returned samples and one spiked blood sample. The results of these measurements were within acceptable range. The samples were spiked with mouse igg scantibodies, hbr-1 scantibodois, hbr-9 scantibodies, mak <h-igm> m-m2, rheumatoid factor removal reagent v. Calbiochem, and poly-mak 33 igg1/fab1. The results indicate that the tested antibodies are not present in the customer samples. The results of all measurements meet specification. The product meets roche specifications.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer received questionable roche cardiac poc troponin t results from a cobas h232 meter serial number (B)(4). The cobas h232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The customer tested 4 different heparinized blood samples from a patient that presented with suspected coronary syndrome on a cobas h232 and compared the results to the troponin t high sensitivity results from a cobas 6000 e 601 module. Sample a troponin t result from the cobas h232 was 583 pg/ml with a data flag. The troponin t result from the cobas e602 was 3.1 pg/ml. Sample b troponin t result from the cobas h232 was 663 pg/ml with a data flag. The troponin t result from the cobas e602 was < 3 pg/ml. Sample c troponin t result from the cobas h232 was 1033 pg/ml with a data flag. The troponin t result from the cobas e602 was < 3 pg/ml. Sample d troponin t result from the cobas h232 was 715 pg/ml with a data flag. The troponin t result from the cobas e602 was 3.5 pg/ml. The erroneous results were reported outside of the laboratory. According to the customer, based on the electrocardiogram (ECG) testing and the ck and ck-mb data obtained, the data did not fit an acute infarction diagnosis. The emergency room physician administered heparin, morphine, aspirin, vomex, sterofundin, and nitro lingual spray. The customer stated this is standard therapy that they give to anyone suspected of having a heart attack. There was no information provided to reasonably suggest that the patient was adversely affected by the treatment. Clarification has been requested. The patient stated that they have been healthy and only recently taken an unspecified antibiotic. Qc results were acceptable. The cobas h232 and the troponin test strips have been requested for return. The investigation is currently ongoing.